Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer saw that the barbarian cage had slid to the back of the drawer. The engineer replaced the full-height slides and ran the hardware testing application test, which passed. The customer opened and closed the drawer several times, and the engineer had the customer test and verify the drawer, including opening and closing it multiple times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user experienced an issue when attempted to load a medication into a failed drawer. The customer attempted to restore the storage space, but the system continued to display a clear obstructions message, and the drawer would not open at all. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.